Event description:
In 6/04 the pt's physical therapist was pushing on the pt's tibia to achieve full extension when he (the physical therapist) heard and felt a "pop" and the tibia subluxed posterior to the femur. Pt was seen by dr in 6/04. X-rays were taken and it was noticeably dislocated.